Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information requested: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Event description:
It was reported that during a gastric bypass procedure, trocar: lost air, the vent did not close after removing the instruments. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.